Manufacturer narrative:
The cover initially most likely fell due to a collision with another device. The cover was reattached by hosp staff incorrectly and using glue. The cover then fell again and trumpf was notified. The covers at this facility have now been attached and secured by trumpf technicians.

Event description:
Rubber bumper cover of light system central axis fell into sterile field. No injury was reported.